Event description:
It was reported that a pump has a system error 322. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. System error 322 was reproduced during testing; however, the specific component could not be identified. Further eval has led to the determination that the upper and lower auxiliary assembles were the failed components. The upper and lower auxiliary assemblies will be replaced.